Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen; the screen was not cracked, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this device revealed a stress-related problem associated with the touchscreen, characterized as a device fracture-type problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.